Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the device had a cooling failure wherein the temperature alarm was heard. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The returned sample met specification as received. The visual inspection found no notable co nditions. The investigation found the device to function normally and within specifications. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. If information is provided in the future, a supplemental report will be issued.